Event description:
It was reported that stent damage occurred. A 24 x 4.00 promus premier drug-eluting stent was selected and advanced to treat the unspecified target lesion but was unable to cross. The physician retrieved the stent back out from the patient's body and noticed that the distal part of the stent was slightly flared. The procedure was completed with another promus premier of the same size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most distal row were pushed proximally. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was selected and advanced to treat the unspecified target lesion but was unable to cross. The physician retrieved the stent back out from the patient's body and noticed that the distal part of the stent was slightly flared. The procedure was completed with another promus premier of the same size. No patient complications were reported and the patient's status was stable.